Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of gastrointestinal (gi) issue and peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced gi issue. On (B)(6) 2013, the patient experienced peritonitis caused by a suspected respiratory infection. On the same day, the patient was hospitalized for peritonitis. Treatment rendered was not reported. Six days after admission to the hospital, the patient was discharged. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12j18065 and h12k18014. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.